Event description:
It was reported that the patient developed a wound infection approximately 14 months after a small bowel resection. The physician surgically removed the suture and drained the abscess.